Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Inspection during failure analysis was able to find errors that match the timeframe and failure mode reported but were unable to replicate on site. M02, c00 errors in the logs from 1/14/2026 corroborate with the reported issue. The iesu was tested on the system and all operations were successful via all ports. Mb0 errors were also in the system logs but are related to the pad alignment. Probable root cause is attributed to a defective generator.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, a customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that erbe integrated electrosurgical unit (iesu) monopolar energy was not working. The customer did not mention any troubleshooting steps were performed. The tse advised the customer to replace the instrument cord and instrument, swap universal surgical manipulator (usm) arms and power cycle the iesu to resolve the issue. However, the customer stated that monopolar was no longer needed. The procedure was completing as planned with no reported injury.